Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 80 ml of solution in the reservoir. Visual examination of the unit confirmed that the lower film wrap was missing. The root cause of the misassembled condition was due to operator error during the film wrap assembly process. As a result of this incident, the complaint sample was used to bring awareness to all applicable manufacturing operators. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. A batch review was performed and no nonconformances were related to the reported condition. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) received a report that one (1) infusor sv 2 device was missing film wrap on lower part of the bladder. This was observed after filling with saline, before patient use. There was no report of patient involvement, injury, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative:this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.